Event description:
It was reported that the customer's insulin pump had a cracked display, and they are unable to read the display. Customer's blood glucose levels at the time 170mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Stained address/serial number label, cracked reservoir tube lip, minor scratches to lcd window, scratched reservoir tube window, and missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage.